Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. Customer reporting problem with reservoir and reservoir leak causing damage on the insulin pump. Customer stated the plunger was moving back easily, having too many air bubbles, 2 were leaking, one on the top and the other one on the bottom. Customer did not experienced any symptoms and not treated for low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 17, 2019. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.